Event description:
The following has been reported: biomed reported: "service needed error.". Injury/adverse reaction: no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. During the self check period at pump startup, the device made excessive attempts to charge the pneumatics before alarming. The pump was reverted to manufacturing mode and underwent pneumatic recharge testing which it failed. No additional damage was identified.